Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted a broken insulation at the jaw tip on one jaw. The broken piece was not returned. Troubleshooting found that when the device was connected to two generators it was detected and activation was normal and satisfactory. All seal cycles were completed satisfactory and end tones were heard indicating completed activation cycles. The device functioned normally and within specifications. It was reported that the device did not activate when keyed. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The product analysis detected an additional condition that was not related to the reported issue: a broken insulation at the jaw tips. The product analysis noted evidence that the device was not used as intended. This issue can occur due to damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping/cracking of the insulation. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device did not activate. They used another like device and it worked fine. There was no patient involvement.